Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product specifications. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that measurements were off by at least two diopters in unknown eye of the patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).